Manufacturer narrative:
Concomitant medical devices: terumo azur cx 0.018in 6mmx14cm coil- qty 3, boston scientific idc 0.018in 6mmx20cm coil- qty 4, boston scientific idc 0.018in 6mmx20cm- qty 3. PMA/510(k) #: exempt. Occupation: unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. [B4 mw5081655 recvd 10-dec-2018].

Event description:
Per the received sus report: (patient) had embolization performed with metal coil and was told little to no risks and complications are very rare. I experienced tremendous pain immediately following this "non-invasive" outpatient procedure. "I was told I can resume strenuous activities in a couple of days and I have been in chronic pain since the procedure. I'm now seeking a major surgery to have the coils removed which is hitting nerves, prevented me from playing with 3 boys, no longer active, cannot sit in a car for 20 mins, can no longer sit at desk or lay on side, or take deep breaths without severe pain. I was not told of these possible complications." The reporter further stated in the sus report: this has been a nightmare and I was lied to by the doctors.¿ doctors are stating I am the rare case of complications, but after viewing blogs/forums and articles, this is a constant problem." The reporter further stated that they are scheduling a specialized robotic surgery and consulting with attorneys for additional formal complaints. This report is for the cook micronester 8mmx14cm coils. See manufacturer report number 1820334-2018-03767 for the cook micronester 6mmx14cm coils. There is no evidence that the complaint device caused the adverse event. No other adverse effects were reported for this incident.

Manufacturer narrative:
Investigation - evaluation. A review of the instructions for use (IFU), manufacturing instructions, quality control and device specifications was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. Sufficient inspection activities are in place prior to device distribution. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The device is shipped with instruction for use (IFU) which states: "perform final angiogram to confirm coil position within target vessel." Based on the information provided, no product returned and the results of the investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
B5 - event description: additional information was provided on 10dec2019 from the patient's medical records. On (B)(6) 2018, the operator performed a left varicocele embolization using a right femoral vein approach with multiple 8 mm and 6mm detachable and proximal microcoils, three of which were cook nester 8mm x 14cm coils. The patient tolerated the procedure without difficulty or immediate complications. Left renal vein venogram with valsava maneuver demonstrated minimal reflux into the left gonadal vein. Left gonadal vein venogram demonstrated mild dilation with multiple small branching collaterals. There was reflux to level of the left renal vein and no filling defects identified. Post dilation, no further filling of the left gonadal vein. The left renal vein remained patent. On (B)(6) 2019, the patient opted for a robotic-assisted left gonadal vein excision to remove the coils due to chronic pelvic and abdominal pain since the implant procedure. After abdominal access was obtained, inspection of the intraabdominal contents revealed no evidence of injury form the veress needle or from the port placement. The gonadal vein was identified, and there were coils clearly visible in the lumen of the gonadal vein. The ureter was subsequently identified as well, and was dissected away from the gonadal vein in this area. The gonadal vein was clipped and a bulldog clamp was placed proximal to the area of coil seen. The gonadal vein was opened and coil material was visible. This was easily pulled out manually and removed in its entirety. There was no evidence of additional coil material after removal. Two small hem-o-lok clips were placed on the stump of the gonadal vein and the bulldog clamp was removed, and there was no evidence of bleeding or oozing from the site. The gonadal vein was dissected, and there was some coil material seen at the external ring. The gonadal vein was opened and the coil material in this area was also pulled free from the lumen of the vein. The resection area was inspected and revealed no evidence of bleeding or oozing. The patient was then placed supine and a plain flat kub film was performed, which revealed no evidence of residual coil material in the patient's body. D11 - concomitant products: 6fr rdc, 5fr c2 catheter, glidewire, 2.4fr microcatheter this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.